Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged black marks on the subject meters display screen were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has not requested the return of the subject product(s) for evaluation.